Event description:
Endostitch device did not load the polysorb and surgidac suture properly, the endostitch was difficult to manipulate/load/unload. The endostitch also did not sit the suture properly so the suture kept bending.